Event description:
Discoloration on the outside of the lancet. Products have areas of the pink casing that are a lighter peach colored hugh. Not sure about the integrity of the product, so they were not used and removed from service. Note this product is usually bright pink and uniform in color. (Lot #hg251251 and hg2260103).